Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) patient experienced arrhythmia. It was noted that the right ventricular (rv) lead exhibited unstable thresholds and periods of non-capture. The implantable pulse generator was reprogrammed and the patient was implanted with a leadless pacemaker. The rv lead was inactivated and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope prior.